Event description:
Technician alleged that the brakes will hold but brake casters will swivel. No injury reported.

Manufacturer narrative:
Technician replaced all brake stems & horns to fix the issue.